Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feeding bag broke at the joint where the tube goes into the cartridge and leaking occurred. There was no harm to the patient.

Manufacturer narrative:
Lot number was added to section d4. The device history record (DHR) review shows evidence that the product was released according to all established procedures and qa documentation. One sample was received for evaluation. Visual and functional test was performed and the reported issue was confirmed. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the reoccurrence of the reported defective condition.